Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20rmc , implanted: (B)(6) 2019, ubd: 2023-06-24, UDI: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trial external neurostimulator (ens) for bladder and bowel therapy. It was reported the patient is having pressure in the lower part of her spine. Caller states her hcp (healthcare professional) told her they had a hard time making a connection to the sacral nerve in the trial surgery. Caller states the hcp was never able to get her toe to move when testing if the lead was placed correctly. Caller states the trial procedure was invasive and she was really bruised after. Caller states she noticed the bruising and pressure 'immediately' after the trial surgery. Caller states she could not lay on her back or side. Caller states she could only lay on her left side. Caller states when she gets up to walk, she feels like her bottom is going to fall out. Caller states she called the manufacturer¿s rep and rep redirected to hcp to discuss symptoms. Caller states she has the implant now and is 'doing well' with the ins and her symptom control is 'pretty much perfect'. No further complications were reported or are anticipated.